Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted if device is returned and the eval process is completed. Ref.: (B)(4).

Event description:
The customer reported that during preventive maintenance on the iabp, they observed that the function of retracting the iabp ac power cord into its hospital cart was not available. In addition electrical power was not provided even when the ac power cord was connected to an outlet. No pt was involved.